Manufacturer narrative:
Product event summary: analysis found that the device was sensing low. However the price quotation for repair was rejected by the customer so the device was returned to the customer un-repaired.

Event description:
It was reported that the external pulse generator (epg) battery ran out. The epg was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.